Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 753 mg/dl, with large ketones identified as dangerous by health care provider. Reportedly, the customer went to the emergency room (ER) and then was admitted to the progressive care unit and treated intravenously with fluids of saline and insulin as well as basal insulin from the pump. Elevated bg was due to needing a settings adjustment and out of range issues occurring between the transmitter and pump. Additionally, it the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Settings were adjusted by hcp upon arrival to the hospital. Customer was not released at the time of reporting. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.